Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2016 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. On (B)(6) 2016 a follow up showed the patient had a thrombus midway through the graft. The physician is going to monitor, a secondary intervention has not been scheduled or planned. The patient is in stable condition.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm intra-stent mural thrombus. Additionally there was evidence to reasonably support the following observations; post initial implant (recovery)-acute renal failure, upper gastrointestinal bleeding/anemia, and endoscopy. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; antiplatelet therapy, anticoagulation therapy, existing duodenal ulcerative disease, pre-existing coronary artery disease, anemia, atrial fibrillation, and patient anatomy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not available for further investigation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient.